Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came in clinic for regular follow-up, device was found to reach eri few months ago. During device interrogation, the device suddenly reverted to a backup vvi mode when the wand was removed. The backup vvi report indicated that it was either caused by a code corruption or by low battery voltage. It was further speculated that it may have been possible that the increased current draw from telemetry may have caused a transient battery voltage drop which triggered backup vvi. The device was not restored because it was at eri. Patient was asymptomatic and was sent home. Subsequently, the device was explanted and replaced. Patient¿s condition was stable during and after the procedure.